Event description:
It was reported that this epicardial lead exhibited high thresholds. The crt-d box was changed out and a lv revision was performed. During the revision procedure the physician witnessed an isolation defect with the epicardial electrode. The epicardial lead was capped and replaced with a quartet lead; impedance measured at 228 ohm and thresholds measured at 5.5v @ 1.5ms.